Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in vsa, the device displayed a noisy ECG signal via electrodes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference (medical device problem code). Device evaluation: the device was returned to zoll medical canada; the customer's report was duplicated and attributed to damaged limb leads. The limb leads were scrapped to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in vsa, the device was unable to obtain an ECG signal via electrod pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.